Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery at the time of product insertion (unknown procedure type), the vitrectomy probe could not be cut. The surgery was completed after replacing the product with the same product on the same day. The aspiration condition was unknown. There was no impact to the patient.